Event description:
It was reported the implantable neurostimulator (ins) was reaching end of life (eol). The reporter stated they were jolted with shocks from the waist down through both legs for about a month prior to this report. It was noted the jolting occurred when the patient was ¿doing something¿ around their house. It was noted the patient met with a manufacturing representative about the ins replacement. Additional information reported the ins was at normal eol and the patient was due for a battery change which had not been scheduled. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37092, lot # 262060001, implanted: (B)(6) 2010, product type accessory; product ID 3 550-39, lot # n266528, implanted: (B)(6) 2010, product type accessory; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).